Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The unit had a minor scratched liquid crystal display window, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad, and the issue was not resolved by a battery change. The caller did not know the blood glucose reading. Advised discontinuation of the insulin pump. Nothing further reported.